Manufacturer narrative:
(B)(4). The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The lead was explanted and replaced due to a malfunction. No further information is available.